Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection.

Event description:
On (B)(6) 2018, a patient was undergoing endovascular treatment with investigational devices to treat a zone 2 thoracic aortic aneurysm. Access was obtained via cut-down of the left femoral artery. A gore® dryseal flex introducer sheath was utilized. Reportedly, the patient tolerated the procedure and was discharged from the hospital on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient experienced a left groin wound cellulitis and underwent drug therapy with antibiotics. According to the information provided from the site, the problem was not directly related to the sheath, but rather a suture groin wound issue. On (B)(6) 2018, the patient had a follow up visit and his wound has good granulation tissue where there is some tissue separation at the suture line, healing nicely. No further adverse events have been reported.